Event description:
Heparin drip infusing at 20 ml/2000 units per hr. 2 bags infused too quickly, despite correct settings on pump. One bag infused in less than 4 hours: the second in less than 2 hours. Pt: 4582. Device: 1311. Ref: mw5188033.